Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, five (5) retention samples from bd inventory were evaluated and no issues were observed relating to decapping as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. See h.10.

Event description:
It was reported that while using bd vacutainer® cat (clot activator tube) plus blood collection tubes the tube pushed off needle. The following information was provided by the initial reporter, translated from dutch to english: (3 of 3 complaints) tube push off.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer® cat (clot activator tube) plus blood collection tubes the tube pushed off needle. The following information was provided by the initial reporter, translated from (B)(6) to english: (3 of 3 complaints) tube push off.